Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. The exact cause could not be conclusively determined because the subject device was not returned. However, based on the similar cases in the past, omsc presumes that the subject device was incarcerated due to any of the following possible causes. -the size of the calculus was larger than the duodenal papilla. -the biliary was narrow. -the user held many calculuses at the same time. -the basket wire of the subject device was deformed while the user repeatedly held the calculus with the subject device. The instruction manual of the device has already warned as follows; *when the basket does not open and/or close smoothly, do not apply force but move the forceps elevator, set the scope¿s angle back, or move the position of the basket until the basket opens and closes smoothly. If the action is forced, the tube may stretch and the resistance of the handle may increase. Also the calculus may not be retrieved, and/or the basket with calculus engaged may not be removed from the body. * this instrument will deform and/or deteriorate by performing calculus retrieval. Repetition of calculus retrieval will extend the effect. By such deformation and/or deterioration, calculus may not be retrieved and/or the basket with calculus engaged may not be removed from the body. If calculus retrieval needs to be repeated in a single case, make sure to check the action and the appearance each time that no abnormality is detected (e.g. Basket wire cut or worn, tube sheath bent etc.). Stop use when any abnormality is detected. *use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case this instrument with calculus engaged may not be removed from the body, or in case the calculus cannot be crushed even the lithotriptor bml-110a-1 is used in combination.

Event description:
During a calculus removal, the subject device was incarcerated when the doctor held the calculus with the subject device. The doctor crushed the calculus with bml-110a-1(emergency lithotripter). The intended procedure was completed. No patient injury was reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code."